Manufacturer narrative:
Final analysis found helix mechanism test could not be performed due to the as received condition. Visual inspection of the lead found that all damanges were consistent with that occurring at the time of explant. (B)(4).

Event description:
It was reported that the atrial lead had dislodged. The lead was explanted and replaced. No patient condition was reported.

Event description:
New information stated that the patient was in good condition post operation.